Manufacturer narrative:
The field service engineer (fse) found disconnected tubing at valve lv13 at the y-fitting, which was replaced to resolve this issue. (B)(4).

Event description:
The customer reported about ½ cup of blue fluid leaked from their coulter act diff 12 analyzer from an unknown source onto the tabletop. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated. There was no death, injury, or change to patient treatment attributed to or connected with this event.